Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up in the middle of the night with a high blood glucose level of 462 mg/dl. They treated with the insulin pump and changed out the infusion set. The infusion set¿s cannula was bent. They declined troubleshooting. The device will not be returned for analysis.